Manufacturer narrative:
H.6. Investigation: DHR was reviewed ¿ all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. ¿ there were no reject activity findings relevant to the reported defect associated with the lot number provided for this incident, thus only one non-related fg qn (200747485) initiated for this lot. ¿ received two 20ga bd nexiva IV closed IV catheter system units accompanied by two undamaged opened packages (blister packs) and two top webs (labels); all from lot 8110820. ¿ two hand written notes were adhered to one of the top web (labels). ¿ both units were in portions; the extension tubing was disconnected from within the port of the winged adapter visual / microscopic: ¿ the extension line with 'y' dual ports is detached from the clear port of the catheter/adapter (stabilization platform) on both units. ¿ there were no traces of adhesive residue present on the inner rim of the wing adapter port of either unit. ¿ there were no traces of adhesive present on the extension tubing of either unit. ¿ confirmation of the defect of tubing defective / damaged was conclusive based the evaluation conducted. Note; although testing for the reported defect of leakage could not be conducted due to the condition in which the units were received (separated at the extension tubing from winged adapter/stabilization platform). The condition of the received units would contribute to and result in leakage. ¿ the device failure was due to an insufficient amount of adhesive in the extension tubing/ adapter joint. This defect is created at the new zone 8 adhesive dispense station. When the adhesive dispense tips become misaligned, adhesive is not dispensed in the proper location leading to an insufficient amount of adhesive in the tubing/adapter port joint. This failure mode of the process was introduced by the new station design, and the 100% adhesive presence vision system was not capable of detecting these failures. CAPA#684099 was initiated.

Event description:
It was reported that bd nexiva¿ closed IV catheter system allowed blood to leak when removing the needle from the system. No serious injury or medical intervention was reported.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system allowed blood to leak when removing the needle from the system. No serious injury or medical intervention was reported.